Event description:
It was reported that a travel reverse error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Operator of device is unknown. A manufacturing device history review (DHR was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device did not notice any external damage. The pump event history showed a check clutch/ travel reverse error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after multiple flow and occlusion tests. When checking alarm history noticed the clutch was released by the customer during an infusion causing the travel reverse alarm. The root cause of the reported issue was unable to be determined. The technician performed preventive maintenance (pm) on the pump. Performed function and delivery tests which passed.